Manufacturer narrative:
Upon reassessment of the event, it was determined to be reported under manufacturing report number 30007963827-2018-00045.

Manufacturer narrative:
(B)(4). Medical product: unknown persona tibial tray, cat#: unknown lot#: unknown. Unknown persona articular surface, cat#: unknown lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07529, 0001822565-2017-07530. Remains implanted.

Event description:
It was reported that the patient is suffering from metal allergies, pain and tightness in the knee. Attempts have been made and no further information has been provided.